Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control determined that the root cause of the reported event was due to a failure of the therapy pcb assembly.

Event description:
It was reported that the device will not deliver energy. There was no pt use associated with the reported event.